Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery cautery ceased working when transitioning from taking radial artery to taking vein. They didn't disconnect anything or turn anything off when making this transition. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # : (B)(4). The lot # 25154047 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery cautery ceased working when transitioning from taking radial artery to taking vein. They didn't disconnect anything or turn anything off when making this transition. The hospital did not report any patient effects.